Event description:
Additional information was received that this device was explanted due to elective replacement indicator (eri). No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Our records indicate this device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, this device met specification for battery performance and longevity.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window advisory and mid-life display of replacement indicators advisory, exhibited a charge time measurement of 15.9 seconds. It was unknown whether this device was exhibiting the shortened replacement window advisory. Therefore technical service (ts) discussed changing the device out within 30 days of when the elective replacement indicator (eri) is triggered. No adverse patient effects were reported.